Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose dropped to 48 mg/dl at one point. The customer treated with food, juice, and glucose tabs. Her blood glucose then increased to 128 mg/dl. The customer's insulin pump also alarmed no delivery during the priming process. The patient's blood glucose at the time of incident was 126 mg/dl. The customer resolved the issue by changing the reservoir. The reservoir was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.